Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cable was loose on the potts scissors instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cables were broken at the hypotube. The instrument was unable to cut due to a broken grip cable. One grip close cable was broken at the distal idler. The idler pulley spun freely. The cable segment stuck out at the wrist. The broken hypotube damage may have been due to improper cleaning. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube exhibited heavy wear and with various scratch marks with light material removal along the length of the shaft. The scratches were .256 - .289 in length and not aligned with the tube axis. Deep scratch and gouge damage may likely be due to mishandling/misuse. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.